Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The product lot number is not available / not reported. The expiration date of the device is not known. The initial reporter phone: +(B)(4). The initial reporter email is not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. Component code: appropriate term/code not available (g07002) was used as there are no findings available because device was not returned. [Conclusion]: the healthcare professional reported that during the angiography of the whole blood vessel and a stent-assisted coil embolization procedure, the prowler select plus microcatheter (catalog# unknown / lot # unknown) was used with the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 11192230). It was reported that the enterprise stent could not advance within the distal prowler select plus microcatheter. The physician withdrew the stent system and replaced the microcatheter, but the stent could not move in the new, replacement microcatheter. The physician replaced the stent with another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) and successfully completed the procedure with the replacement microcatheter. Additional information was received that indicated that the introducer of the enterprise stent system was fully seated and secure in the microcatheter hub. Adequate and continuous flush was maintained through the microcatheter. There was nothing unusual noted about the system prior to use. The microcatheter did not have any appearance of kinks or other damages. The stent and the stent delivery system did not appear damaged when it was removed from the microcatheter. The new replacement enterprise stent system was used with the replacement microcatheter to complete the procedure. There was no procedure delay from the reported event. There was no report of any patient adverse event or complication as a result of the reported event. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. The lot number of the device is not known, therefore review of the manufacturing documentation review could not be performed. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00531 and 3008264254-2020-00005. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the angiography of the whole blood vessel and a stent-assisted coil embolization procedure, the prowler select plus microcatheter (catalog# unknown / lot # unknown) was used with the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 11192230). It was reported that the enterprise stent could not advance within the distal prowler select plus microcatheter. The physician withdrew the stent system and replaced the microcatheter, but the stent could not move in the new, replacement microcatheter. The physician replaced the stent with another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) and successfully completed the procedure with the replacement microcatheter. Additional information was received that indicated that the introducer of the enterprise stent system was fully seated and secure in the microcatheter hub. Adequate and continuous flush was maintained through the microcatheter. There was nothing unusual noted about the system prior to use. The microcatheter did not have any appearance of kinks or other damages. The stent and the stent delivery system did not appear damaged when it was removed from the microcatheter. The new replacement enterprise stent system was used with the replacement microcatheter to complete the procedure. There was no procedure delay from the reported event. There was no report of any patient adverse event or complication as a result of the reported event.